Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2008 (B)(6), explanted: unk. (B)(4).

Event description:
It was initially reported that the patient experienced urinary retention, bowel constipation, and lower extremity weakness. A catheter issue was suspected. Diagnostic testing was being conducted. Drug delivered via the device was baclofen. It was later reported that the cause of the event was not known. A kink in the distal (spinal) catheter segment was indicated. Constipation was noted as being due to drug effects. The patient required hospitalization.

Manufacturer narrative:
(B)(4).